Manufacturer narrative:
(B)(4) - zimmer damage. Eval results: eval of the returned product shows that the pt panels side a and b: window zipper slider bodies are open. (B)(4).

Event description:
Customer reported there's zipper damage on the side access panel. The teeth are missing and do not connect when the zipper is closed. There was no pt incident or injury reported.